Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Battery is depleted. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 28th february 2017. The device was returned with a reported fault of depleted pad-pak. The multiple manual power ups of mainly ten-minutes duration would indicate the device was switching on automatically. The fault was traced back to corrosion on track 13 of the membrane tail. The corrosion lead to multiple manual power ups of ten-minutes duration recorded in the history log and resulted in the depletion of the returned pad-pak. The faults could not be replicated with a known good membrane installed. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. Furthermore, the corrosion had also resulted in a short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor. Information from the technical log shows the device entered CPR advisor mode on the 15th may 2018, this would indicate the microprocessor (u25) became damaged on this date. The corrosion on the membrane tail would indicate the device had been subject to storage outside of the indicated conditions. However, this could not be verified by any other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Battery is depleted. No patient involved.